Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyporglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient went to the emergency room (ER) due to low blood glucose (bg) levels dropping to 40 mg/dl. At the hospital the patient was given glucose, juice and was monitoring sugar levels. The patient was released the same day. The pod was removed and discarded at the hospital.